Manufacturer narrative:
This report is submitted on august 22, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the actuator through the incision site. Subsequently, the patient was treated with oral antibiotics however, the symptoms did not resolve. The device was explanted on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on september 22, 2023.